Manufacturer narrative:
The analysis revealed two blades severely bent and another blade partially lifted from the proximal balloon. No damage was noted on the shaft and luer. The catheter passed the wire movement test and the balloon passed the 10 atm leak test. The balloon was in the 4 fold configuration. The analysis could not determine the exact cause of the bent/lifted blades. The lot history record review was not possible as the lot number of this device is unk.

Event description:
A short 6-french sheath was introduced into the right femoral artery. There was a hematoma in the right groin before obtaining access. Imaging of the right coronary artery noted significant dampening of the guide as soon as it got engaged. A short all star wire was then introduced into the distal right coronary artery while backing up the guide into the aorta to avoid dampening. Pt was given angiomax bolus plus infusion at the beginning of the procedure. An attempt to predilate the lesion using the 4.0 x 15 mm cutting balloon. Difficulty crossing with the cutting balloon was noted. There was a dent in the cutting balloon in the proximal one-fourth with distal indentation. The cutting balloon was inflated twice at 10 atmospheres after which the cutting balloon was pulled out. At that time, it was noted that one of the blades was broken and pointing out. It was in the proximal end that was free in the aorta. A slight dissection at the ostium of the rca was noted and a taxus drug-eluting stent was delivered and deployed with resolution of the dissection. It was reported that there was no adverse event.